Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 7/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 7/06/2016 with the following findings: during testing, the pump failed to power on correctly; it displayed an hourglass and a beep sounded then the screen turned blank. The pump was opened and revealed damage to the electrically erasable programmable read-only memory (eeprom). The investigation could not be completed fully because of the eeprom damage. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.